Manufacturer narrative:
Device received with cracked reservoir tube lip noted. Device passed displacement test. The test reservoir p-cap was able to lock in place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir lip ring had damaged. Customer stated that the insulin pump had cosmetic damaged or insulin pump was dropped or bumped. No harm requiring medical intervention was reported. The device will be returned for analysis.